Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number vad-19713, and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until (B)(6) 2019 when the patient underwent a pump exchange (related MFR #: 2916596-2019-02379). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The IFU lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. The IFU states that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document also discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 06jun2018, the patient developed right heart failure. The patient had peripheral edema and ascites. The patient also had atrial fibrillation and atrial tachycardia attacks. Right heart failure did not exist pre-implant. The patient was defibrillated for arrhythmia which resulted in sinus rhythm, and the patient's condition improved with the administration of diuretics. A decrease in urine output was observed, but there was no syncope or diminished flow to the left ventricular assist device (lvad). The patient returned to sinus rhythm after they were defibrillated on 06jun2018 but transitioned back to atrial fibrillation on 24jun2018. Defibrillation treatment was performed again, and antiarrhythmic drugs were adjusted. Atrial fibrillation had not returned.